Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject crt-d was implanted on (B)(6) 2020 and connected to already implanted leads following the end of life of the previous device. It was reported on (B)(6) 2020 that image taken on (B)(6) 2020 revealed endocarditis in the atrium.